Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when attempting to initiate heartmate 3 support, the site was unable to start pump despite all secure connections. There were pump off and low flow alarms displayed as expected, driveline disconnect alarm was not active (as expected), and system monitor displayed -.- lpm, rpm ----, pi -.-, power 0.0 w. The site reset the system monitor, replaced system monitor, patient cable, modular cable, and the issue persisted. They replaced system controller and the issue resolved. Support initiated and pump function as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿inability to start the pump¿ was confirmed with the returned system controller (serial # (B)(6)). The system controller was connected to laboratory equipment and the system did not operate. A controller fault/replace system controller alarm was active. The analysis confirmed compromised fuses related to the controller fault/replace system controller alarm. Both fuses were replaced, and the system controller functioned as intended thereafter. The log file captured the driveline was connected to the system controller at 30 seconds. The system operated at the set speed value of 3,000 rpm with an expected clock corrupt, backup battery uninstalled and low speed advisory alarm associated during initial setup of the device. At 5 minutes and 17 seconds time, the motor stop command was initiated via the system monitor and the pump speed was captured at zero rpm. The driveline was disconnected approximately one minute after and according to the additional information received, the driveline was disconnected from the inlet connection. At 14 minutes and 23 seconds, the controller internal fault alarm became active that was associated with the compromised fuses. The silence alarm button was initiated; however, the controller internal fault alarm remained active for the remainder of the events. Also, the driveline was connected; however, the system did not recover to the set speed value of 3,300 rpm value. The data indicated the fuses were compromised after the priming process. The analysis could not determine the sequence of events that led up to the compromised fuses, which was captured near 14 minutes. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 02nov2020. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ under this section, all alarm conditions are addressed including system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 4, entitled ¿living with the heartmate 3¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.